Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a lysis of adhesions, laparotomy and repair of hernia with atrium mesh. The patient had revision surgery 3 years and 5 months post-surgery. The patient experienced adhesions, infection and intestinal damage from removal of adhesions.